Manufacturer narrative:
The pump passed the functional testing, including the operating currents, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests. No excessive no delivery alarms were noted. The pump had a corroded battery tube. However, no unexpected failed battery, weak battery or blank display anomaly was noted. The pump had a cracked case at the display window corners, cracked battery tube threads, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump had a blank display. Customer reported the insulin pump alarmed failed battery test alarms and a no delivery alarm, found weak battery alarms in history. Customer's blood glucose was 171 mg/dl. Customer's blood glucose at time of call was over 700 mg/dl. Customer treated her high blood glucose with manual insulin injections. After troubleshooting, the device alarmed a failed battery test alarm. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.